Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, it was reported that the electrode array extruded through the patient's tympanic membrane. The implanted device remains. Explantation and re-implantation is planned, however; has yet to occur as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report is filed (B)(4) 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery. This report filed february 15th, 2016. Device not received by manufacturer.